Event description:
Patient called in to report that the wcd system is not powering on. Kmts field rep attempted troubleshooting but was unable to get the wcd system to power on using both the batteries. Batteries displayed a charge in charging station. The issue was not resolved. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis.the returned monitor was tested and passed both isl (safety) and eit (performance) testing . The returned batteries passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.